Event description:
It was reported that during an interior cervical fusion surgical procedure the foot control device was "using more oil than normal the foot pedal was leaking". The planned surgical procedure was completed successfully without delay as a spare identical device was available for use. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The reported condition was duplicated and confirmed. Evidence indicated this was due to usage wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).